Event description:
Customer reported that his basal rate needed to be changed. Customer was assisted in changing basal rates and sensitivity and max basal rate. The blood glucose reading was not known. Customer also reported a bad batch of infusion sets. He stated that they were dull and did not penetrate the skin. He stated that two of them doubled over inside the skin and the other had plastic covering the opening which did not allow insulin delivery. Customer also reported a broken belt clip. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.